Event description:
The customer received blood glucose readings of 199/253mg/dl on the contour next link meter, re-tested on a different meter and the reading was 52mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer

Manufacturer narrative:
The customer strips were evaluated. They read an average of 452mg/dl high out of spec with control, and an average of 134mg/dl high out of spec with blood. The retention reagent gave satisfactory performance.